Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: device remains in pt. Device issue: stent dislodgement. It was reported that the vision was advanced to the lesion at which time the stent was observed to be missing. The stent was not able to be located in the pt on the floor in the packaging. Another stent was successfully deployed to complete the procedure. Although it was confirmed that the stent was not in the pt's coronary, it is possible that it remains somewhere in the pt. There were no pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the stent delivery (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged and not returned. The balloon was tightly folded. There were light crimp marks visible on the balloon. There was damage noted to the sds. Product performance engineering reviewed the incident info. Analysis of the sds confirmed that the stent was dislodged from the balloon and not returned. Blood was visible on the balloon and in the guide wire lumen, contrast was visible in the inflation lumen, and crimp marks were noted between the markers on the tightly folded balloon. This is consistent with the fact that the device was prepared for use, inserted into the body, but not inflated. However, stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. To help ensure this type of event is not the result of a mfg issue, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested for stent movement and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. In this case, a conclusive root cause cannot be determined for the stent dislodgement. The mfg records for this lot were reviewed and there were no non-conformances issued for the lot. All lot release testing met spec including testing for stent placement, crimped stent outer diameter and stent movement. There is no indication of a product quality issue. Product performance engineering will monitor the incident circumstances. It should be noted that the instructions for use (IFU) states to carefully remove the system from the package and inspect for bends, kinks, and other damage prior to the use of the vision sds. Then, to verify there are no defects noted. In this case, it was reported that it was not known if the stent was present on the sds prior to use. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.